Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an unknown surgery two (2) interlocking bolts for a percutaneous insertion handle would no longer screw into the plate. It is unknown if there was a procedure or patient involvement. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 1.6mm interlocking bolt for percutaneous insertion handle. This is report 1 of 2 for (B)(4).